Event description:
I had a metal-on -metal hip implant (B)(4). It lasted for about 1 year. Then it started hurting and couldn't walk up or down hill. Went to an orthopedic surgeon. He stated I need a new hip replacement asap.